Manufacturer narrative:
(B)(4). Evaluation summary: unique device identifier (UDI): (B)(4). A visual and dimensional inspection was performed on the returned device. The reported failure to advance could not be tested as it was based on operational circumstances. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history did not indicate a lot specific quality issue. Based on the information reviewed, there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device. The investigation determined that the reported failure to advance appears to be related to circumstances of the procedure.

Event description:
Clarification: it was reported that an unknown non-abbott device caused the perforation. Sometime after the perforation occurred, a xience stent was implanted. No additional information was provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device is expected to be returned for investigation. It has not yet been received. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that the procedure was to treat a heavily calcified proximal diagonal artery. An unknown device caused a perforation. A graftmaster was advanced to treat the perforation; however, it would not cross. It is unknown how the perforation was treated. There was no clinically significant delay in the procedure. No additional information was provided.